Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had a "fragment of plastic" sticking out from the cap, resulting in difficulties on the "roche system" during use. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "bd vacutainer pst ii tubes have a fragment of plastic pointing out from the cap. This fragment result in difficulties by roche system to recognize the cap colour. Customer see up to 10% of the tubes with this problem."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for shield molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes had a "fragment of plastic" sticking out from the cap, resulting in difficulties on the "roche system" during use. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "bd vacutainer pst ii tubes have a fragment of plastic pointing out from the cap. This fragment result in difficulties by roche system to recognize the cap colour. Customer see up to 10% of the tubes with this problem."